Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a frequent recharging interval and high recharging time. The patient declined meeting with the manufacturer representative prior to the holiday for reprogramming and device analysis. The issue was not resolved at the time of the report. Factors that may have led or contributed to the issue remained unknown at the time of the report. It was unknown if a surgical intervention had occurred. It was noted that the patient would set up an appointment after the holidays. There were no patient symptoms reported.